Event description:
The securi-t and the j-tube enteral feeding devices were placed in the pt (age and gender unk) in 2004. However in 2005 it was found that the tube had detached from the connector. The tube was reported to have been successfully removed from the pt via the aid of a snare. A replacement securi-t and j-tube enteral feeding device was placed in the pt in about 2 weeks later the complainant indicated that there was no adverse affect on the pt as a result of the reported problem.